Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 02-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (500 mcg/ml at 150 mcg/day) via an implanted pump. It was reported that the patient was being taken to surgery on (B)(6) 2020 because there was a concern that the pump could flip because the pump was moving and was very loose in the pocket. There was also a concern that if the pump flipped, it would tangle the catheter. The event date was noted to be 2020. The plan was to suture the pump down so it couldn't move as much. There was no reported environmental, external, or patient factor that may have led or contributed to the issue. Upon opening the pocket site, it was found that the catheter and pump had been flipped multiple times. The catheter was broken at the catheter connector. A revision kit was opened to see if they could still find viable catheter that was in the csf (cerebrospinal fluid), but there was no viable catheter. The catheter was twisted and knotted all the way ¿to anchor where lead goes into intrathecal space¿. The catheter was completely removed and replaced with a new one. The pump was then refilled with 40 ml of 500 mcg/ml baclofen and the dose was decreased from 150 mcg/day to 74 mcg/day. It was noted that the issue was resolved at the time of the report, and that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.